Manufacturer narrative:
Based on the claim against the product noting partial fire and possible malformed staples, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the instrument was installed on the system 8x and fired 5 reloads (1 blue, followed by 4 white). On installs 1, the first clamp was successful and the firing was completed with no pauses for compression. On install 2, the first clamp was incomplete, stopping at ~85% completion, after a clamp hold time of 9 seconds. The second clamp was successful and the firing was completed with 1-2 pauses for compression. On installs 3 and 4, the first clamp was successful and the firings were completed with 1 pause for compression on each. On install 5, the first clamp was successful, but was followed by a firing failure, stopping at ~48% completion, after a duration of 45 seconds. Max torque recorded during the firing was 694 n. On the subsequent 3 installs, the stapler failed to initialize with the system due to high drivetrain friction. The stapler was then removed and not used again in the procedure. There were no stapler related errors in the msc logs.

Event description:
It was reported to the intuitive surgical, inc. (Isi) clinical sales representative (csr) that during a da vinci-assisted gastric sleeve surgical procedure, the sureform 60 stapler instrument installed with an unspecified reload partially fired. Per information, the staples deployed but did not fully staple. The user completed the procedure using the backup instrument with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.